Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification for bur rotation test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 49.6°c and 76.3°c under load testing with coolant spray on. These temperatures did exceed specification. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed moderate gear wear. Cap end bearing retainer failure, free roaming ball bearings and debris most likely created friction within the head which resulted in temperature increase. Significant debris was observed inside the cap cavity. Debris was also observed inside the head cavity and bearing components.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient; no intervention was required.